Event description:
Following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. During deployment of the collagen plug, resistance was felt and one collagen plug was deployed. Upon removal of the sheath it was noted that the sheath was kinked in the mid-section. Approximately 20 minutes after the patient entered the recovery area, the patient began to experience right leg numbness and the extremity was cool. The physician was notified and the patient was ultimately taken to surgery. The surgeon's notes indicated that gelfoam and thrombus were found in the right superficial femoral artery. No known pathology was performed on the material removed from the artery. The patient remained in the hospital and was doing well at the time of this report.